Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure the endurant main body graft 32 x 16 x 145 was delivered through the right side, up to the level of the lowest left renal artery. The contralateral gate was cannulated through the left side. A left limb 16 x 13 x 124 was then delivered and deployed with the distal end of the limb in the middle of the common iliac artery. On the right side, the right iliac side had to be extended using a16 x16 x 93 limb. The entire length of the graft was ballooned using a complaint balloon. Completion angiogram showed patency of the stent graft. There was a minimal type1 endoleak with good perfusion of the distal limbs. The proximal portion of the graft was ballooned again and a repeat angiogram showed significant improvement of the endoleak. The patient recovered well after the procedure. It was reported approximately 6 years post the index procedure the patient presented emergently to the emergency room on the same date with back pain and abdominal pain. The patient underwent a cat scan, which showed a large type 1 endoleak with a rupture of the aneurysm with retroperitoneal blood. The patient was taken to the operating room. Both iliac vessels were noted to be very tortuous. The catheter was advanced into the aorta above the level of the renal arteries and abdominal aortogram was completed, showing patency of the abdominal aorta. Bilateral renal arteries were patent but the left renal had severe stenosis. There was a 1cm neck below the level of the renal artery proximal to the covered portion of the prior stent graft. There was a large type 1 endoleak proximally. At this point, through the right side, a wire was introduced and a 32 x 49 mm long endurant ii stent graft device was delivered. This was deployed immediately below the level of the left renal artery over the neck of the aneurysm. The delivery system was removed. The stent graft was ballooned and completion angiogram to the left side showed good angiographic result with widely patent stent graft based resolution of the endoleak. The patient tolerated the procedure without any complication and was transferred to the recovery room in stable condition. Follow up with the patient approximately 8 years post the index procedure showed that a CT scan in the hospital within the last month was reviewed independently and showed no evidence of significant endoleak or rupture. It was reported the patient was recently hospitalized for 2weeks due to bacteremia of unknown source. Currently on IV antibiotics without any fever or chills. The patient does not have back pain or abdominal pain and will be monitored. Per the physician the cause of the type ia endoleak and rupture are undetermined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
It was reported that the cause of the proximal type ia endoleak was due to disease progression leading to neck dilation. It was confirmed there is no complaint against the endurant limbs or extension graft. It was noted in reference to the type ia endoleak after intervention the completion aortogram appeared to demonstrate a seal was achieved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.